Event description:
The customer contacted baxter's service center requiring assistance with ending therapy on the homechoice (hc) during dwell 1. The caregiver wanted to end therapy due to the heater bag becoming disconnected during therapy. The technical service representative (tsr) assisted as requested. The cg would start with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg). The cg stated they did not tighten the connection sufficiently. The cg stated everything was fine now. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The connection issue was confirmed. The cause was a use error, there was an incomplete connection. The caregiver stated they did not tighten the connection enough, resulting in a disconnected heater bag during therapy. The label review found the labeling adequate for the use error in this complaint.